Event description:
Home patient's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 4/4 of automated peritoneal dialysis (apd) therapy. Reportedly, hp's spouse thought therapy was over and disconnected hp's transfer set from the patient line of the homechoice set. Moments later, the cycler started to alarm. Hp's spouse reconnected hp's transfer set to the patient line of the homechoice set in an endeavor to correct the issue. Tsc assisted hp's spouse in ending therapy early. Per rn, no patient injury or medical intervention was associated with this incident.